Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 524 mg/dl. After troubleshooting, customer was able to clear alarm. Customer also had low blood glucose of 49 mg/dl. Customer was advised that the battery cap would be replaced.